Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to the patient experiencing pain and reduction in vision. It was stated that the lens was "rejected" by the patient's eye. In addition, examination for uveitis was performed, but the results were negative. The lens was explanted and sent for verification of germs, but the results were negative as well. It was further stated that post explant, the patient experienced macular edema. The lens was replaced with a monofocal iol za9003 +23.5 diopter (serial number (B)(4)). The patient was stated to be doing better with no signs of inflammation in the eye.

Manufacturer narrative:
(B)(4): explant of the intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection showed that the lens was received cut in two pieces. One of the haptics was partially cut off; the other haptic was still attached to the lens optic. The lens condition is consistent with a lens that was explanted from the patient's eye. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was received contaminated whereby the optic was damaged and scratches were present. Additional analysis was not possible due to the condition of the returned sample. The manufacturing record review indicated that there were no associated nonconformity material reports with respect to the production order number. Sterilization records were released and there were no non-conformances. There were no environmental monitoring related non-conformances within the timeframe when the production order number was manufactured. Based on the manufacturing record review and historical review the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.